Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the new onset of pain was not determined. The actions taken to resolve the new onset of pain was reprogramming. The new onset of pain has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that he needed to adjust his unit higher because the stimulation was going down both legs, but not hitting above his hips like he needed as well. The patient reported pain above the hips. The patient reported that he hadn't done anything with the patient programmer (pp). The patient reported that he had the ability to change amplitude, groups, and/or programs. The pp showed that stimulation was on. The patient reported that he was currently on group c and only had one program. The patient was assisted in switching to group b and then group a. The patient reported that group a had 3 programs and the third program seemed to be helping to hit on the left side and take care of the issue best. The patient was assisted in increasing program 3 and decreasing programs 1 and 2. While on the call, the patient reported that the right side would be fine, but then it would all of a sudden come on too strong. The patient was also walked through the stimulation off button, in case he needed to turn it off. The patient reported that it seemed okay at the end of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the patient had a new onset of left sided lower back pain not covered by stimulation. The rep reported that back surgery was a factor that could have led to the issue. The rep reported that they reprogrammed the patient in the pre-operative area. The rep reported that the patient stated he thought it would be helpful but still decided to hold off on activating unit until post-operative and would go with high density at that time. The rep reported that the primary cell battery was replaced at the elective replacement indicator (eri) with a rechargeable battery. The issue wasn¿t resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he talked to a girl last week and we tried to adjust the ins and she walked through it, but couldn¿t do any good, it surged up on the right side, so high he couldn¿t adjust it and the left side there was nothing from the hip up there was no stimulation at all. The patient reported that he had an appointment on (B)(6)2018 and the healthcare provider (hcp) was going to take the battery out because the unit the battery was practically dead and was going to put a stronger battery in it. The patient reported he was very touchy as far as pain was concerned, he had no pain level in fact he has had a couple of serious heart bouts with it. The patient was asked that when he had pain, he had heat bouts. The patient stated no, it was just in the back where the ins was, its just a big surge of power, she couldn¿t adjust it right in other words. The patient was asked what he meant by serious heart bouts. The patient stated it was not the heart, it was just a surge coming on with the ins it was putting out too much power on the right side. It was confirmed that the patient was not talking about his heart. The patient reported that the circumstances that led to the stimulation not hitting above the hips and coming on too strong on the right side was when he talked to someone from the manufacturer and she tried to adjust it for him and when she adjusted it up on the right side it made him holler out when it came on way, way too strong he couldn¿t stand it. The patient reported that there was nothing on the left side and they couldn¿t get anything to come out satisfactorily on the left side at all. The patient reported seeing the hcp, who recommended getting more power to it. The patient reported that the issue of stimulation not hitting above the hips and stimulation suddenly coming on too strong wasn¿t resolved but would be when he went to see the hcp. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.